Event description:
It was reported that during device change out due to premature battery depletion, device could not be interrogated. Device was explanted and replaced. It was also noted that prior to the change-out the patients heart rate was around 40 bpm but the patient was asymptomatic. The patients condition was fine after the event.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to a low battery voltage. With an external power supply attached, the device was tested on the bench and using automated test equipment and no anomaly was found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the low battery voltage could not be determined.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.